Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had a false detection of atrial tachycardia/atrial fibrillation (at/af) due to possible non-physiologic electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.